Event description:
It was reported that a pt's tm monoblock implant was revised due to a complaint of cortical pain. It is unk if the implant was a patella or tibia. No additional information is available.

Manufacturer narrative:
At the present time no additional information is available. Should more information be acquired, this report shall be updated.